Manufacturer narrative:
The hospital biomed performed a checkout of the equipment and a review of the logs. The anesthesia control board and display central processing unit were replaced. The customer contact reports there is no patient information available.

Event description:
The hospital reported that, at the end of the case, the unit went into a system malfunction. The clinician reportedly cycled power to resolve the reported complaint. There was no reported patient injury.